Event description:
This case was reported by a pharmacist and described the occurrence of asthmatic attack in a female pt who received corega haftcreme sensitive denture adhesive cream for dentures. On an unk date, the pt started corega ultra haftcreme sensitive (dental). At an unk time after starting corega ultra haftcreme sensitive, the pt experienced asthmatic attack. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Corega ultra is manufactured in another country and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.